Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen via an implantable pump for unknown indications for use. It was reported that the patient experienced swelling and pain at the catheter site. They also had shooting pain that started 'behind her pump' and radiated to her groin. The issue resolved without intervention. Additional information received from the healthcare provider via a clinical study indicated that examination revealed superficial tenderness toward the medial aspect and inferior portion of the pump. The patient reported sharp pain at the site. She presented to the emergency room with abdominal pain and a CT scan revealed a small, umbilical hernia but was otherwise unremarkable. The patient was started on lidocaine patches which improved the pain. The healthcare provider recommended an abdominal binder which the patient declined, as she feels it worsened the pain.the patient reported 'is feeling better'. No further action but will monitor. Additional information received from the healthcare provider via a clinical study indicated that the patinet continued to experience reoccurent pump site pain. It was noted to be a sharp, stabbing pain at the pump site when she was in certain positions. This was not reproducible during examination and palpation. The report of catheter site pain was noted to be resolved. Additional information received from the healthcare provider via a clinical study indicated that the patient reported persistent pain at site. It was noted that the patient had a hernia and the pump was 'rubbing against the hernia'. An increase in oxycodone quantity was temporarily made due to the pain at the pump site. The patient presented to the emergency with pain at site, feeling as if the pump was moving. She was admitted and on (B)(6) 2024 the pump pocket was revised, re-anchoring the pump. Observation revealed the pump was dislodged from one suture.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.